Event description:
In 2009, pt reported the cannula on her infusion set was badly bent causing a blood glucose of 599 mg/dl. Pt stated, her blood glucose was 599 mg/dl. Pt reports she removed her infusion set and noticed that the cannula was badly bent. She stated, she changed her infusion set and "did not (she) needed to do" to correct her blood sugar. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.